Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of guide wire broke off during a right orif distal surgery. The broke piece was retrieved and outcome was not affected. Concomitant device report: [unknown wire driver] (part #: unknown, lot #: unknown, quantity: 1) and [2.4mm va-lcp 2-clmn vlr dstl radius pl 6h hd/3h shaft/right] (part #: 02.111.630, lot #: unknown, quantity: 1). This is report 1 of 1 for (B)(4).